Event description:
It was reported that during a device changeout it became apparent that the set screw on the ventricular port was stripped. The lead was eventually able to be detached from the device and has tested satisfactorily through the new device. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.